Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the device would not boot up. Upon some functional test fse confirmed the hdd dumps the software. Fse replaced hdd in the host pc, reloaded software to the system, after the replacement of the hdd in the host pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard drive in the host computer, reloaded the software to the system and restored configurations which resolved the issue. The device was returned to use in good working order.